Event description:
It was reported that the delrin ball is missing from the latch mechanism of the aseptic housing assembly which can lead to housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the delrin ball is missing from the latch mechanism of the aseptic housing assembly which can lead to housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the delrin ball is missing, was confirmed. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving. Device was placed in parts retention.